Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were concerns about the performance of the affinity nt oxygenator due to its poor oxygenation effect during use. The device required a higher oxygen concentration of 80%-90% or even higher, compared to previous models and brands, where a concentration of 60% was generally sufficient. In pure oxygen, the oxygen partial pressure could only reach 150mmhg, which was significantly lower than that achieved with other oxygenators such as the miconvey and terumo. The device was replaced to complete the procedure no patient complications have been reported as a result of this event.